Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. Investigation summary: the analysis found that one pve35a device was returned with no reload present, without firing-trigger and with evidence the corrosion, making the device non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the firing trigger was noted to missing and evidences of corrosion were noted on the motor, bulkhead contacts and pcb. No functional testing could be performed due to the returned condition of the returned device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to how the firing trigger was not present, it should be noted that 100% inspections takes place during manufacturing to ensure the device meets the required specifications. One possible cause for the corrosion noted may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that when using the flex stapler intraoperatively, it was noticed that one of the devices to trigger the reload was damaged. No patient consequences were reported. No additional information can be provided at this time.